Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The customer reported that 3 ml of pink fluid leaked from the lh780 somewhere under shear valves while running patient samples. The instrument was generating hemoglobin and differential incomplete results, an error condition. The leak was not contained within the instrument. The customer was wearing personal protective equipment of lab coat and gloves at the time of the event. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and reconnected the upper sheath restrictor tubing that was detached from the fitting. This resolved the leak. The fse then performed verification of instrument to meet the specified requirements per established procedures. Identification of the failure mode: upper sheath restrictor tubing detached from the fitting. No erroneous results were generated for this event. The failure mode is likely to cause erroneous differential and reticulocyte test results, as the leak could compromise the effectiveness of the backwash (insufficient diluent rinse) and cause carryover depending on the severity of the leak. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).